Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. 50502885) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included overweight. Previously administered products included for contraception: depo-provera from 2006 to august 2010. Concurrent conditions included chronic gastritis, back pain, toothache, dizziness, head fullness, respiratory tract congestion, sore throat, malaise, upper respiratory infection, dental abscess, leg edema, shoulder pain, wrist pain and facial pain. Concomitant products included lisinopril since (B)(6) 2011 for hypertension as well as amoxicillin, cyclobenzaprine hydrochloride (cyclobenzaprine hcl), docusate sodium (colace), ibuprofen from (B)(6) 2013 to (B)(6) 2018 and oxycodone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced urinary tract infection ("uti"). In (B)(6) 2012, the patient experienced dental caries ("dental problems- unexplained tooth decay"). In (B)(6) 2013, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced hot flush ("hormonal changes/ hormonal changes describe: hot flashes,"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), cystitis ("bladder infection"), headache ("headaches") and the second episode of abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, female sexual dysfunction, metrorrhagia, cystitis, headache, hot flush, menorrhagia, vaginal haemorrhage, dental caries and the last episode of abdominal pain outcome was unknown and the dysmenorrhoea, dyspareunia, urinary tract infection, vaginal discharge and migraine had resolved. The reporter considered cystitis, dental caries, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hot flush, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Most recent follow-up information incorporated above includes: on 18-dec-2019: plaintiff fact sheet and medical record was received. Lot number were added. Event added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, unexplained tooth decay, abdominal pain, she did not undergo essure confirmation test. Reporter information, medical history, concomitant drug, events onset date, essure removal date, events outcomes were added. Fu 3 and 4 was processed together. On 18-dec-2019: medical record was received. Reporter information, medical history, concomitant drug were added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure (batch no. 50502885) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included overweight. Previously administered products included for contraception: depo-provera from 2006 to (B)(6) 2010. Concurrent conditions included chronic gastritis, back pain, toothache, dizziness, head fullness, respiratory tract congestion, sore throat, malaise, upper respiratory infection, dental abscess, leg edema, shoulder pain, wrist pain and facial pain. Concomitant products included lisinopril since (B)(6) 2011 for hypertension as well as amoxicillin, cyclobenzaprine hydrochloride (cyclobenzaprine hcl), docusate sodium (colace), ibuprofen from (B)(6) 2013 to (B)(6) 2018 and oxycodone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced urinary tract infection ("uti"). In october 2012, the patient experienced dental caries ("dental problems- unexplained tooth decay"). In (B)(6) 2013, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced hot flush ("hormonal changes/ hormonal changes describe: hot flashes,"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), cystitis ("bladder infection"), headache ("headaches") and the second episode of abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, female sexual dysfunction, metrorrhagia, cystitis, headache, hot flush, menorrhagia, vaginal haemorrhage, dental caries and the last episode of abdominal pain outcome was unknown and the dysmenorrhoea, dyspareunia, urinary tract infection, vaginal discharge and migraine had resolved. The reporter considered cystitis, dental caries, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hot flush, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Lot number: 50502885 manufacturing date: 2010/02 expiration date: 2013/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.